Event description:
During medex' in-house testing, the unit failed to alert occlusion.

Manufacturer narrative:
During in-house testing, the unit failed to alert occlusion due to a nonfunctional force sensor cable. Medex was able to confirm the issue and determine a cause. This issue is being monitored for trend. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.